Event description:
Pt received a letter stating that there was a safety concern regarding a component of her implant. She consequently said that since the implantation of the implant, she has been experiencing chronic groin pain, limping, metal taste in mouth, swelling in leg and hip, numbness in her feet, limited range of movement and high blood pressure. She has also reported that she feels her hip popping and moving, and it makes a noise when she moves. She also says she has bone and tissue deterioration. Implant has not yet been explanted.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, x-rays to be requested so incident can be investigated. Device history records to be reviewed.